Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: the field service representative determined there were misadjusted rinse mechanism rinse water levels.

Event description:
The user received questionable results for one patient sample. Of the data provided, the creatinine plus version 2 (creatinine) and ldl- cholesterol plus 2nd generation (ldl) results were discrepant. The initial creatinine result was 0.9 mg/dl and the initial ldl result was 103.6 mg/dl with a data flag. The initial results were reported outside the laboratory. The patient's physician questioned the results on the grounds that the results did not match the patient's clinical picture and previous results on file for the patient. At the physician's request, the sample was retrieved from the laboratory refrigerator and retested on the original analyzer. The repeat creatinine result was 1.8 mg/dl with a data flag and the repeat ldl result was 65.0 mg/dl. The user stated the patient was not treated based on the erroneous result and that the physician did not believe the initial result. The creatinine reagent lot number was (B)(4) with an expiration date of 07/31/2012. The ldl reagent lot number was (B)(4) with an expiration date of 12/31/2012. The field service representative determined there were misadjusted rinse mechanism rinse water levels. He adjusted the rinse mechanism rinse water levels to specification. To verify the analyzer operation, the user ran quality control with all results meeting specifications.